Event description:
It was reported that during a device check, the lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The inner insulation was kinked/buckled, and the lead appeared to have been stretched. Apparent explant damage was noted.